Manufacturer narrative:
(B)(4). Concomitant medical device: x180311 ¿ bi-metric stem ¿ 773680, 139254 ¿ m2a magnum taper ¿ 976420. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01335.

Event description:
It was reported that patient underwent a left hip revision approximately 14 years post implantation due to pain and elevated metal ion levels. During the procedure, necrotic tissue was found and debrided as well as metal-stained debris within the hip capsule. The trunnion and acetabulum were in good condition and free from damage. The stem was very stable but lysis was present. The head was removed and replaced with a dual mobility construct. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6 h6: component code mechanical (g04)- head medical records were provided and review identified patient reported pain, mechanical symptoms and cobalt and chromium levels were elevated. MRI completed preop to look for pseudotumor and condition of musculature, no results are available. Copious amounts of metal stained necrotic appearing tissue overlying the great trochanter and trochanteric bursa found requiring thorough debridement. Trunnion was in good condition without any obvious fretting or corrosion. Heterotopic ossification removed from underneath the abductor musculature. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.